Event description:
It was reported that stimulation was turning off. It was reported that the implantable neurostimulator (ins) had been turning off ¿every now and again¿ for the last 6 weeks. It was noted that the caller was seeing no lightning bolt in the upper left-hand corner, and it was confirmed that the caller was using the correct button to turn the patient programmer on and off. It was noted that the patient was redirected to the healthcare professional (hcp). It was noted that the manufacturer¿s representative would call the patient. Additional information received reported that the patient¿s wife tried to call an hcp from the physician listing provided by the manufacturer and they haven¿t called her back. It was stated that the patient was still receiving stimulation therapy. It was stated that it occasionally it would turn itself off and then the caller had to use programmer to turn it back on. Additional information received reported that the patient¿s wife has not had success in locating a new pain care hcp. It was stated that the primary care hcp was going to try and set something up with a manufacturer¿s representative. No additional information was provided.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).